Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "they punctured my lung and I've been in the hospital ever since." Follow up was conducted and it was discovered that the patient has breast cancer and in preparation for cancer radiation treatment and mastectomy their implantable cardioverter defibrillator (ICD) system was extracted from the right side and a new ICD and right ventricular (rv) lead were implanted on the left side. The following day a pneumothorax was discovered on the left side and a chest tube was placed. It was indicated that there was no device issue and the ICD system remains in use. No further patient complications have been reported as a result of this event.